Event description:
It was reported that the patient received 3 inappropriate shocks for uncontrolled atrial flutter. The patient says the pharmacist said that the digoxin that was being taking for rate control was going to be discontinued. The patient went to his family doctor to get a substitute for this medication and was told that digoxin was no longer needed. The patients cardiologist did not make any changes to the ICD settings which is still in use and had the patient restarted on the digoxin. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.